Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/09/2014). The patient¿s test strips have been returned on 10/29/2014 and evaluated by lifescan product analysis on 11/27/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate results on their onetouch verioiq meter. No exact results were able to be obtained at this time, but the reporter claimed obtaining results in the range of "107-185mg/dl" with the subject meter and "88-99mg/dl" as well as one higher reading of "599mg/dl" with another device. This complaint is being reported because it is not known if the reported results meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.